Event description:
It was reported to boston scientific corporation that a vesica sling fixation device was implanted approximately 20 years ago. According to the complainant, the vesica mesh has eroded through the vaginal wall, exposing a hemashield (non-boston scientific ¿artificial blood vessel¿). An attempted removal of the vesica device was planned for the end of (B)(6) or beginning of (B)(6) 2013. The patient¿s condition is reportedly ¿good.¿ all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
The exposed suture was removed from the patient on (B)(6) 2013.